Event description:
It was reported that the right ventricle (rv) lead exhibited elevated pacing impedance and elevated capture threshold. The rv lead was capped and replaced on (B)(6) 2022. There were no patient consequences reported. The patient was recovering well post procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted that it was reported that the patient presented remotely via merlin.net.